Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334drg implantable cardioverter defibrillator (B)(6) 2013; 407645 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing with three t-wave oversensing (twos) episodes recorded on (B)(6) 2013. Also, analysis of the device memory indicated a lead noise alert with lead noise discrimination alert on (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead had episodes of t-wave oversensing (twos). It was noted that the patient had been sick in the hospital with congestive heart failure on the day of the twos episodes. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.